Event description:
It was reported that patient experienced ineffective therapy and pain at the ipg site. System diagnostic recorded high and zero impedances on both leads. The ipg seemed to have migrated after surgical intervention was performed at unknown date (related manufacturer reference number 1627487-2025-02707). Surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated. A patient experienced high/zero impedances was reported to abbott. It was also determined the patient had ineffective therapy. The ipg moved causing pocket pain. The system was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.